Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery issue recurring. The customer's blood glucose was 249mg/dl at the time of call. Trouble shooting was not completed as customer states no delivery alarms have continued even after several set changes. Customer requests insulin pump be replaced. The high-pressure test was not completed. Customer decline to trouble shoot for the high blood glucose as he had already treated. The insulin pump will not be returned for analysis.